Event description:
Dr. (B)(6) reported the pt was positioned prone for prolonged thoracic lumber laminectomy/fusion and the pt developed pressure ulcers: bilateral lilac crests stage 2 pressure ulcer. Right brow orbit stage 1 pressure ulcer.